Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead into the outer ear and was placed under general anesthesia on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on july 31, 2024 was filed inadvertently. There was no extrusion.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. The patient was reimplanted with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.